Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the fse visit, the reported problem was reproduced. An error 252 was present which pointed to the patient side cart (psc). The psc ac power outlet was working. The system ran on battery and the system displayed ac loss after starting the system. The medical grade power supply (mgps) did not work. The fse replaced the mgps to resolve the reported issue. The system was tested and ready to use. Isi received a da vinci product involved with this complaint to perform a failure analysis. Additional information is being gathered to determine the contribution of the device to the customer-reported issue.

Event description:
It was reported that during a da vinci assisted transcervical esophagectomy surgical procedure, the system was running on battery power. An intuitive surgical, inc (isi) technical support engineer (tse) instructed the customer to check if the cb was on "I" status and to ensure that the power cable was properly connected to a functioning power outlet. The tse then advised the customer to perform a hard power cycle of the system, which was done but did not resolve the issue. The tse then instructed the customer to check and reconnect the blue fiber, but the problem persisted. The procedure was converted to laparoscopy. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the system was inspected prior to use and there was no issues noted. The customer contacted the technical support for troubleshooting. The procedure was converted to laparoscopy to resolve the problem. It is unknown if the port incisions were increased or if additional ports were placed. There was no patient injury reported.

Manufacturer narrative:
The power supply has been returned and evaluated by the failure analysis (fa) team. Fa was able to reproduce the reported complaint. Fa installed power supply to a printed circuit assembly (pca) si system, and it failed to power on.